Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose level was 48 mg/dl. The customer treated with food. The customer had issues with sensor calibration. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.